Event description:
Facility alleges fibeer blood leak during dialysis. Occurred at start of treatment on dry paccck dialyzer. Treatment stopped then restarted with another dialyzer. Estimated blood loss 250cc.